Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated ventricular pacing thresholds. The physician suspected dislodgement, or scar tissue as the cause.